Manufacturer narrative:
The manufacturer previously reported a continuous positive airway pressure (CPAP) device's sound abatement foam become degraded and there was no report of patient harm or injury. The patient also alleged having seeing black flecks in the tubing and caused the patient cough. The device was returned to the manufacturer quality product investigation laboratory for further investigation. During the initial visual inspection the manufacturer, the device was disassembled for internal visual inspection. The manufacturer found no sound abatement foam degradation/breakdown within this device. The manufacturer observed degradation/breakdown in the humidifier. Unidentified faint musty/smoky odor was observed and contamination was observed in and on blower, blower seal, pressure sensor seal, interior rear panel, and iso port. The device's event logs were downloaded and reviewed. The manufacturer found to contain no error code. The manufacturer concludes there is no evidence of sound abatement foam breakdown within the device. The absence of visible evidence of the contamination in the airpath prior to the blower box with the bulk of the contamination at the output end of the airpath suggests the contamination originated external to the device. Section h6 has been updated/corrected.

Manufacturer narrative:
The manufacturer previously reported an allegation related to sound abatement foam. This action was reported to FDA per 21 cfr part 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The details of the patient's first name and last name is unknown. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.